Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was loose in the pocket and the alignment of the ipg would change with the patient's posture. As such, surgical intervention was undertaken on (B)(6) 2018 to relocate the ipg to a different site. Stimulation was restored following the procedure.

Event description:
Follow-up identified the patient did not have any significant changes in weight over the past year.